Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals all intact and fluid ingression on the downstream sensor and lens damaged. There was evidence of the error recorded in the event history log. The customer problem double beep no cassette was duplicated during the investigation. Fluid ingression was found on the downstream sensor, which was determined to be the cause of the reported issue. For corrective action it was recommended that the downstream sensor and lens be replaced. The root cause of the reported problem is unknown. The product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: correction: d4: model number: 6400.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing, the pump exhibited a double beep no cassette, lens damage. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.